Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error during the initial drain, where the home patient started the initial drain before connecting. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides instructions for properly connecting to the homechoice when starting therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a home patient failed to follow therapy steps during peritoneal dialysis therapy. The patient had started the initial drain before connecting to the patient line. The patient then connected to the setup after therapy was initiated. The technical service representative advised the hp to start over with new supplies. No patient injury or medical intervention was reported as a result of this event. No additional information is available.